Manufacturer narrative:
The ventilator was investigated by our service engineers and the fault could not be reproduced. The logs from the ventilator were received for evaluation. No parts were replaced. Evaluation of the logs show that successful pre-use checks were performed before and after the event. There are no technical errors in the logs during the event. Alarms for low o2 supply pressure, low o2 concentration, low expiratory minute volume, low air supply pressure and low gas supply pressure are found in the logs. The low o2 supply pressure alarms indicate insufficient supply of o2 gas. The conclusion is that there is no indication of ventilator malfunction during the event. The true cause of the alarms has not been determined but was most likely due to a poor o2 supply or a faulty o2 gas connection.

Event description:
It was reported that the o2 concentration would not go above 50 % when it was set at 100 % and that the ventilator alarmed for low o2. There was no patient involvement. (B)(4).